Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient presented for a surgical mitral valve replacement/tricuspid valve replacement with impella 5.5 placement. The patient was successfully supported for a total of 188.83 hours. However, it was noted that after successfully weaning and during explanting the 5.5 the cannula broke at the junction of the outlet flow. There was no harm to the patient reported.

Manufacturer narrative:
The investigation for the reported product damage (detached inflow/outflow - great vessel) has been completed. There are not enough details surrounding the removal/explant of the device to make a determination about the angle of explant, or what occurred during this time. The product had a clamp mark but it was stated that that was from retrieving the cannula. Additionally, the bond was ripped as the cannula bond was jagged remaining on the cannula and not the motor housing. On the inside of the cannula there was also residual glue marks where it would be attached to the motor housing. There was a slight bend in the catheter but no kinks and blood seen around the impeller. Due to a lack of sufficient evidence during the removal of the 5.5, the root cause of the product damage (detached inflow/outflow) cannot be determined. Corrections to the initial MFR report: h3 has been updated to device eval completed. H6 type of investigation code 10 added.